Event description:
It was reported that the sv300 ventilator failed the inspiratory flow test, during the calibration procedure. The customer found the air module was defective. The customer replaced the module, calibrated and functionally checked the unit. Ventilator passed all test and was returned back to service. This product complaint was generated from a service report screening. There was no patient involvement or injuries.